Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for pump reset, guided customer through reset process, and error did not recur, after which customer successfully started sensor session.